Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed at the hospital.

Event description:
During pelvis-pro surgery, the drill was broken when drilling pelvis. The broken drill was completely removed from the patient then the surgery was finished.